Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced recurrent cystitis and urge oab symptoms after altis procedure. Event 1 : recurrent urinary tract infection without fever (cystitis) during 12 months. Date of onset event 1: (B)(6) 2016. Treatment of event 1: antibiotics. Status of the event 1: resolved on (B)(6) 2017. According to the site, event 1 is related to the procedure. Event 2 : de novo urge oab symptoms (without leakage due to urgency). Date of onset event 2: (B)(6) 2018. Treatment of event 2: drug (mirabegron). Status of event 2: resolved on (B)(6) 2019. According to the site, event 2 is related to the procedure. Last visit of the patient to the hospital/surgeon: (B)(6) 2019 device still implanted in patient on (B)(6) 2019.